Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5159597/7057505.

Event description:
It was reported that the patients spinal cord stimulation (scs) was not providing sufficient relief. The patient underwent a system explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.